Manufacturer narrative:
Concomitant medical products: 4965-15 lead, implanted; (B)(6) 2007, 4965-35 lead, implanted; (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a confirmed fracture and loss of capture were noted on the right ventricular (rv) lead. The lead was capped. No patient complications have been reported as a result of this event.